Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a drop in blood pressure 30 minutes into treatment while using a polyflux 210h. Treatment was discontinued and treatment was continued with a non baxter filter and compensation water, emergently. At the time of this report, the patient has recovered from this event. It was reported this was the patient's first time using this device. There was no patient injury or medical intervention associated with this event. No additional information available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.